Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. After the device was implanted, the patient began to experience severe complications including pain, discomfort, urinary problems, dyspareunia.